Event description:
On (B)(6) 2006, an apogee graft was implanted. The apogee mesh separated at the perineal body, migrated, and did not provide good support. On (B)(6) 2007, a new apogee graft was implanted, and the original apogee graft was not removed.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.